Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the oxygen fitting. After this repair, the unit passed technical testing. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported an incompatible oxygen fitting. There was no patient involvement.